Event description:
It was reported that the patient suffers from weight loss and appetite decrease. The patient was hospitalized for re-hydration. No changes were made with the vns but the patient's parents were told to place the magnet over the device during meals to determine if the symptoms are related to the vns or not. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the weight loss is partially secondary to the vns because feeding is a little bit better when the magnet is being help on top of the vns. This patient is at risk of feeding difficulties because of his encephalopathy. It was also noted that no further intervention has been taken/planned.